Manufacturer narrative:
Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience seizure like activity with the rv lead exhibited high thresholds, oversensing and short ventricular to ventricular intervals. It was also reported that the right atrial (ra) lead exhibited oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.